Event description:
The customer reported to olympus, the maintenance unit had some cracks around power cord inlet connector, but still functional. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a field service engineer visited and checked then ordered parts for onsite repairing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation determined that there were cracks around the inlet connector of the power cord. The device was not returned to manufacturer for additional analysis and root cause was not determined. Olympus will continue to monitor field performance for this device.